Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from left ventricular (lv) lead pacing, which was noted to likely be from migration of the lv lead. The lv lead was reprogrammed to turn capture management off and decrease the lv output. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from left ventricular (lv) lead pacing, which was noted to likely be from migration of the lv lead. It was also noted there was an increased lv threshold. The lv lead was reprogrammed to turn capture management off and decrease the lv output. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.